Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified no visible signs of significant damage or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device as it is a single use device. The reported device was located on tooth # 31 and was used for approximately 10 years. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: documents reviewed: surgical manual: tapered & parallel walled implants¿ instsm rev h 08/18. Information identified: applicable information can be found in the torque matrix - internal connection section. The complainant reported unscrewing of the prosthesis screw with mobility of the abutment and crown. The reported event could not be verified due to the nature of the event. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor indicated unscrewing of the prosthesis screw with mobility of the abutment and crown at tooth site 47. The screw was removed and replaced with another screw at 20ncm. The prosthesis had been placed on (B)(6) 2009 and removed (B)(6) 2019.